Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 600 mg/dl. The customer was fainted at the bus stop and then was taken to hospital and also reported insulin pump received no delivery alarm. The customer experienced symptoms such as dizzy, fainted, nausea and vomiting. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The customer¿s blood glucose level at the time of incident was 429 mg/dl and current blood glucose level was 209 mg/dl. The drive support cap was normal. The insulin pump will not be returned for analysis.